Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample as per (B)(4) and a clog was observed. No DHR review can be carried out as lot number is unknown. Wiring of the cannula confirmed the clog to be a medication clog.

Event description:
It was reported that medicine didn't come out of the bd micro fine plus¿ insulin pen needle when injecting with a novorapid flexpen. The following information was provided by the initial reporter, translated from japanese to english: "when a patient attempted an injection with novorapid flexpen, drug didn't come out."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medicine didn't come out of the bd micro fine plus¿ insulin pen needle when injecting with a novorapid flexpen. The following information was provided by the initial reporter, translated from (B)(6) to english: "when a patient attempted an injection with novorapid flexpen, drug didn't come out."